Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse discovered the leakage came from valve vl4b and was wetting the backwash module and it's ribbon cable. The fse replaced the damaged parts resolving the issue, including "bed not level" errors. (B)(4).

Event description:
The customer reported more than 10 mls of clenz leaked from the lh750 analyzer onto the counter following shutdown. The leak was not contained. The customer also stated the instrument generated "bed not level" errors. No erroneous patient results were generated in connection with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.